Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 23-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they had been getting the settings not available message on their controller since early this year. Patient met with a manufacturer representative (rep) for reprogramming, but the issue persisted. Patient said the issue had been going on for several months but had gotten worse and worse over time. Patient then met with the re recently and patient said when the issue first began, they would go weeks without getting settings not available message, but now, they would get message every couple of days. During the call, the patient connected wirelessly with their implanted neurostimulator and got the settings not available message. Patient switched from group c to group b and turned up their settings. Patient felt therapy in low back and increased therapy to 9.7 without settings not available message coming up. Patient turned up group a to 9.4 and felt the therapy without the settings not available message coming up. Patient switched to group c and turned therapy up to 10.0 and that is where they got settings not available. Patient said they met with the rep and performed some reprogramming in the past which seemed to not trigger the settings not available message, but then the ins drained down in less than 8 hours. Agent explained the meaning of the message and redirected the patient to their healthcare provider to further address the issue. Patient was scheduled to meet with the rep today. Agent sent an email to the field on the patient's behalf. Additional information was received from the manufacturer representative (rep). Caller reports patient is scheduled for replacement now. It was reported that there were high impedances. In pre-op today, all impedances were over 40,000 ohms. The patient met with another rep prior to surgery being scheduled. Rep reprogrammed the patient over multiple visits but they were unable to obtain adequate coverage. This rep reported high impedances associated with settings not available. The hcp disconnected the existing lead and connected it to a wens. The majority of the contacts displayed red indicators, confirming high impedances. Hcp proceeded to replace the lead with a new lead. After connecting the new lead to the wens, all impedance values were within normal limits. Hcp then connected the new lead to the existing battery, and the impedance check results were again within normal limits. Hcp also noted some residue, described as ¿crud,¿ on the electrode portion of the removed lead. He speculated it could be dried blood or corrosion. Following the procedure, rep programmed three groups in recovery, all providing excellent coverage of the patient¿s lower back pain. The patient expressed significant satisfaction with the results. The issue was resolved with revision. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). Rep saw patient on (B)(6)2024 and noticed the impedance issues. There were high impedances ranging between 4000 and 24960. He added that patient had a lead revision on (B)(6) 2024.

Manufacturer narrative:
H3: product ID 977c165. Serial# (B)(6) was returned for product analysis. Analysis identified that conductor 1 was broken 1.3 cm from distal end, conductors 2 and 3 were broken 2.5 cm from distal end, conductor 6 was broken 4.0 cm from distal end and conductor 11 was broken 12.9 cm from distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.